Manufacturer narrative:
Patient 2 of 3. The grafts were not received for evaluation. The issue was not able to be confirmed. Additional information including patient and specific procedure details was requested but has not been received to date. The lemaitre clinical advisor reviewed the information available but was unable to draw any conclusions due to the lack of information. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to this issue. Grafts are designed to meet specifications of iso 7198 testing. Baseline water permeability of grafts is established through baseline testing to ensure cellular infiltration will allow incorporation with native tissue at the anastomosis site. Wall thickness specifications are also established using 7198 to ensure adequate connection with native tissue. Every graft undergoes 100% pressure testing. During pressure testing, grafts are inspected for (wall ballooning) or fiber separation. The issue was not able to be confirmed. No definitive root cause was identified. The grafts were successfully implanted after being repaired with no known patient issues to date. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. Lemaitre current risk controls were determined to be sufficient at this time. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
Three artegraft collagen vascular graft that were used for peripheal bypass occluded at the distal anastomosis site. The surgeons involved opted not to formally report them, as they were able to resolve the issues using embolectomy catheters. However, they are seeking guidance on the appropriate sutures or anastomotic techniques to use in such cases.